Manufacturer narrative:
Based on the claim against the product by the customer noting a damaged conductor wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was found to have damage to the conductor wire's insulation at the distal end. The conductor wire was exposed as a result. A missing piece measuring approximately 0.037" x 0.047" was not returned with the instrument. The instrument passed the electrical continuity test. There was no thermal damage observed. The common cause of this failure is attributed to a component failure. Additional analysis observed that the bipolar yaw pulley was broken. The broken piece was missing as a result measuring approximately 0.036" x 0.019". Common causes of this failure mode are attributed to mishandling/misuse such as excess force being applied to the distal end of the instrument. The additional finding is unrelated to the primary issue. The complaint regarding a broken loose cautery wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Review of the provided image was performed by the isi rpms failure analysis engineer and it was indicated that the image is consistent with a damaged insulation wire (conductor wire). The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint remains a reportable malfunction due to the following conclusion: the instrument had conductor wire damage. Failure analysis confirmed a damaged conductor wire insulation. The damaged broken conductor wire has potential for electrical discharge at a location other than intended. Additionally, the fa results acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure in the initial report. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the maryland bipolar forceps was broken and that the "cable protection and the electric energy meter could not be used." The damaged part is likely the conductor wire. The procedure was completed using a backup maryland bipolar forceps with no reported injury. No fragment fell inside the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.